Manufacturer narrative:
(B)(4). The complainant indicated that the device was contaminated and will not be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was used in the transverse colon during a dilatation procedure performed on (B)(6) 2022. During the procedure, the balloon burst upon inflation but the pressure did not exceed the balloon's stated recommendations. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.